Event description:
It was reported that the patient received the end of battery life indicator from their deep brain stimulation (dbs) implantable pulse generator (ipg) experienced loss of stimulation and return of their dystonia. The patient underwent a procedure where the ipg was replaced with a rechargeable ipg. It was noted that a database analysis could not be obtained due to the ipg being depleted. Physical analysis of the ipg was not performed as it was retained by the facility. The patient did well post-operatively.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.